Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: while on site to perform scheduled preventative maintenance (pm), a getinge field service engineer (fse) evaluated the iabp unit but was unable to reproduce the reported issue. The fse completed pm service and all functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had autofill failure. No patient harm, serious injury or adverse event was reported.